Event description:
It was reported that the recorder did not pick up the capsule when the patient was intubated with oesophagogastroduodenoscopy (ogd). The customer tried to connect the recorder to pick up the capsule as this is done by radio frequency waves but the recorder did not pick up. The patient was brought into the recovery department of endoscopy and three to four different recorders were tried to establish a connection but they failed to respond. The patient had sedation. The consultant waited for the patient for the sedation to worn off to speak with the possibility of having the test repeated. The patient verbally consented to having the test repeated while still in the endoscopy unit. A connection between the capsule and the recorder did not occur. The study was repeated. More sedation was given. They made sure the bravo was creating an established connection between bravo and recorder.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.